Event description:
It was reported that "tip broke off during extraction of screw from plate".

Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.